Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. The patient was doing very well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.